Event description:
This is filed to report difficult removal and tissue damage it was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. An xtw clip was inserted and attempted to be placed on the anterior and septal leaflets. However, while grasping, the clip became caught in the chordae. Troubleshooting was performed and the clip was removed from the chordae. When the clip was retracted into the right atrium (ra), a chordal rupture was observed. The clip was then intentionally deployed only on the septal leaflet as tr was able to be reduced to a grade of 3-4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip caught on chordae (difficult to remove). The reported off-label use was due to the device being used on a tricuspid valve. The reported improper or incorrect procedure or method was due to the user intentionally implanting the clip on one leaflet. The tissue injury (chordal rupture) appears to be due to the clip getting caught on the chordae. Tissue injury is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design, or labeling.